Event description:
The doctor indicated that this abutment screw fractured.

Manufacturer narrative:
The abutment screw was lost by the lab and therefore the complaint could not be verified. No lot or order number provided. The product¿s history did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.